Manufacturer narrative:
Continuation of medical devices: 407658 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an over-sensed beat on a high rate non-sustained episode. Follow-up was attempted with the physician; however, no additional information could be obtained. The lead remains in use. No patient complications have been reported as a result of this event.